Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. Additionally, a picture was provided from the field showing the catheter leaking. The reported allegation of irrigation failure was confirmed, and the root cause for the occlusion was traced to device design. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use during the procedure to treat atrial flutter. It was reported that during preparation, flushing was attempted but they observed a hole on the flush port. The catheter was replaced, and procedure was completed successfully without patient complications. The device has been received for analysis.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use during the procedure to treat atrial flutter. It was reported that during preparation, flushing was attempted but they observed a hole on the flush port. The catheter was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.